Event description:
It was reported that a creo mis set screw has loosened 3 months post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows that a locking cap has migrated post operatively. An exact cause of the reported issue could not be determined.